Manufacturer narrative:
The reported event was confirmed as a sterile barrier breach. Visual evaluation of the returned photo sample noted one opened (no original packaging), unused stent. It was noted that the tyvek pouch had a slit in the center. This does not meet specification as "no holes, tears or cuts in pouch are allowed." . Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be aggressive handling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because use of labelling could not have prevented the reported failure h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgeon, opened the ureteral stent package and the scrub nurse took the implant from the surgeon. While throwing the package away, the surgeon saw a slit on the white portion of the packaging. As there was a sterility breach, they have thrown the contaminated sample away in a biohazard bag. As per the additional information received on 30jul2020, it is unknown what caused the slit and it was detected when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surgeon, opened the ureteral stent package and the scrub nurse took the implant from the surgeon. While throwing the package away, the surgeon saw a slit on the white portion of the packaging. As there was a sterility breach, they have thrown the contaminated sample away in a biohazard bag. As per the additional information received on 30 jul 2020, it is unknown what caused the slit and it was detected when the package was opened.